Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond suture, involved caused and/or contributed to the adverse events described in the article if yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, ethibond suture? (B)(4).

Event description:
It was reported in a journal article that the patient underwent a robot-assisted sacrocolporectopexy procedure on unknown date and the suture was used to secure a mesh to the ventral aspect of the rectum. For surgical technique, a ventral mesh rectopexy according to (B)(6) was performed. Following the procedure, the patient possibly experienced late complication: perforating vaginal suture and suture removal was performed. Additional information has been requested.